Event description:
It was reported that the device is displaying a speaker malfunction error message. The device was reported to be in clinical use. No adverse event to the patient or user was reported.

Manufacturer narrative:
It is unknown if the device produced audible sound. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.